Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient the patient was getting an MRI for new onset seizure. It was reported to be unknown if it was related to the device or therapy. No further complications were reported or anticipated with this event.